Event description:
Review of the surgical database shows an x-ray of a broken im nail, however, the surgeon made no comment on the case and no other info is available. Review of pt x-rays shows the nail broken right at the f/x site with a large non-union present. Review of the pts post-op x-rays shows that an exchange nail procedure was performed to replace nail and repair the f/x site. It appears that nail was subject to direct stress due to a large non-union caused fatigue failure of the nail. No indication of product defect.